Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Inspection of the catheter revealed that one of the splines in the distal cage was still inverted. A guidewire could not be inserted into the catheter as there was obstruction in the catheter. Therefore, deployment and undeployment of the spline cage was not possible.

Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. It was reported that for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, when the catheter was deployed it had an inverted spline. The catheter was removed from the patient and the spline was fixed manually but the spline inverted again. A replacement catheter was offered to the physician, but he decided to end the procedure instead without having ablated the pulmonary veins. No patient complications were reported. The device was returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. It was reported that for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, when the catheter was deployed it had an inverted spline. The catheter was removed from the patient and the spline was fixed manually but the spline inverted again. A replacement catheter was offered to the physician, but he decided to end the procedure instead without having ablated the pulmonary veins. No patient complications were reported. The device is expected to return for laboratory analysis.